Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had consistently rising pace impedance measurements. Sensing and pacing thresholds remained stable. During the patient's generator changeout it was noted that the rv impedances were 1,980 ohms therefore this lead was surgically capped and abandoned. No additional adverse patient effects were reported.